Manufacturer narrative:
Concomitant medical products: 407645 lead implant date (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with weakness. The right ventricular (rv) his bundle lead exhibited high v-v sensing integrity counter (sic) count. The rv his lead remains in use. No further patient complications have been reported as a result of this event.